Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 589 mg/dl; cause was unknown. Prior to the ER, in an attempt to treat bg, the customer delivered a correction bolus, gave a manual injection of insulin and changed supplies. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.